Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test" was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined however, downstream tubing guide required to be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.